Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the biliary tract of the patient for drainage. After placement, bile was not draining from the device. The user slowly injected contrast media into the device and found leakage at the hub of the catheter. The patient was unwilling to replace the catheter, so the hospital continued drainage with gauze to handle the leak. Drainage was performed successfully. The patient was reported to be in "good condition" following the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: device available for evaluation. Additional information: - it was originally reported that the device would be returned for evaluation. It was reported on 26nov2018 that the device would not be returned, as it was discarded by the facility. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
No new event description information to report at this time.